Event description:
Olympus received a report that during a transurethral resection of prostate (turp), halfway in the procedure, gray and black smoke was observed coming out of the back of unit and the smoke detector in the procedure room alarmed. The procedure room was evacuated until the alarm was disarmed. The procedure was reportedly completed using another company's electrical generator, however, the procedure extended for an unspecified period of time. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The users had reported that the device had reportedly displayed an error 2 message shortly before the reported event, however, the evaluation did not duplicate the error message. The evaluation confirmed the user report that the device had emitted smoke. A capacitor on one of the printed circuit boards was found to be damaged and leaking, which caused the user's experience. The electrode output was checked and found to be within standard. The device has been serviced and returned to the customer. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.